Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The device was returned for evaluation. Debris was found inside the sterile packaging. A hair was found between the inner and outer blister tray. The root cause was either the blister trays were unclean prior to packaging or the debris landed between the trays during the packaging process.

Event description:
During the procedure, the surgeon identified hair in the screw packaging. A new screw was used to continue the procedure.